Event description:
A jetstream g2 device was used to treat a calcified eccentric 95% stenosis lesion in the common femoral and proximal sfa. The physician made multiple passes with the minimum and maximum diameter modes in both vessels. An angiogram was performed, and showed good results in the common femoral and sfa, but a portion of the lesion shifted to the profunda. The guidewire was redirected to the profunda and thr g2 device used to treat an ostial lesion using minimum and maximum diameter modes. Another angiogram was performed, showing the lesion had shifted into the sfa. The guidewire was again redirected and the g2 advanced again to treat the sfa with the maximum diameter mode. The lesion was much improved. A final angiogram showed poor distal runoff due to three vessel tibial embolizations. A 4fr catheter was inserted into the tibial peroneal trunk to aspirate then run a bolus of tpa. Vaso dilators were then administered. Runoff appeared to improve below the calf. However, the pt was put on a tpa drip with a follow-up angiogram 6 hours later. Angiogram showed no improvement. A dorsalis pedis artery exploration was performed and a large piece of plaque was removed. Flow was restored to the anterior tibial artery; however, the flow to the rest of the foot was poor. The pt developed a compartment syndrome and required fasciotomy. The pt eventually required a below-the-knee foot amputation. Further follow-up regarding final pt outcome is ongoing.

Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure, and therefore, not returned to pathway medical technologies for eval.